Manufacturer narrative:
(B)(6). Multiple MDR¿s were submitted for this event. Please see reports: 0001825034 - 2017 - 07696, 0001825034 - 2017 - 07697. Report source: foreign. The event(s) occurred in (B)(6). Report source: literature dairaku, katsuyuki, et al. ¿antibiotics-impregnated cement spacers in the first step of two-stage revision for infected totally replaced hip joints: report of ten trial cases.¿ journal of orthopaedic science, vol. 14, no. 6, 2009, pp. 704¿710., doi:10.1007/s00776-009-1406-z. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient experienced dislocation of femoral cement spacer accompanied with fracture of acetabular cement spacer approximately 2 weeks post-implantation. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.